Event description:
Event description guidant received information that this single chamber pacemaker and right ventricular lead were removed from service due to oversensing in unipolar configuration, exhibited noise, and inappropriately stored ventricular tachycardia events. Impedance, r-wave and threshold measurements were noted as stable. The patient was noted as asymptomatic, and not pacer-dependent with a good underlying rhythm.